Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 57 mg/dl at the time of the incident. The customer was at 209 mg/dl at the time of the call. The customer used food and was given intravenous fluids and food to treat. The customer experienced symptoms such as seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was having intermittent lost sensor signals and could not link the transmitter to the pump. Troubleshooting was completed. The pump also had physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. However, device unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and reservoir tube o-ring. Device downloaded properly to the care link software noted. Device received with cracked belt clip rails.

Manufacturer narrative:
The information related to harm code has been updated which was not available with initial report. The updated information has been provided in this report.

Event description:
(B)(4).